Manufacturer narrative:
The contra-angle lock fractured at the narrow part, no material failure is detectable. A fracture can occur when the driver is not inserted deep enough and the hex-connection of driver and handle do not interlock. Then a high implant insertion torque can cause a deformation or fracture of the contra-angle-lock.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that there was a fracture of an ev implant driver shaft in the torque wrench and it was impossible to remove the broken fragment. Therefore the session could not be successfully completed.